Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026 as the infusion set fell off during use. The infusion set had been in use for 48 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.